Event description:
It was reported that an inflatable penile prosthesis pump was not used. A different pump was used to complete the implant. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.